Event description:
Event description guidant received information back in april of 2001 that this patient was experiencing high pacing impedance, but it was stable. After several follow-ups, (a few months later) the impedance began to escalate and the pacing impedance has not risen to greater than 2000 ohms.